Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6). Gas loss alarm, esp personnel explained the situation to (B)(6) and why the alarm continued to go off then he reviewed troubleshooting steps with her at length and had her press and hold the iab fill key for two seconds, drawing her attention to the flat helium waveform and autofilling message.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.